Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the device was explanted on (B)(6) 2003 after 27 months of implant duration due to mitral regurgitation and mitral stenosis.